Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with pillowing keypad overlay. Device received with the new style all back retainer still attached to the device case. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring was loosened. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.